Event description:
It was reported that during a vascular intervention procedure, the turbo elite device broke while in use in the patient anatomy. Reportedly, while the physician was using the device, multiple error messages were displayed. It was then identified that the catheter had partially separated into two pieces. The physician was able to remove the device with the damaged section still attached, and the patient was not harmed.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Investigation of the device revealed multiple laser fibers extending beyond the capillary tube. More than 6 dead fibers were identified during visual inspection. Laser testing of the device confirmed a fault code 2 during attempts to calibrate. The original allegation of the device being split nearly into 2 pieces was not confirmed.